Manufacturer narrative:
Follow-up #1: date of submission 03/19/2014 - device evaluation:the insulin pump has been returned and evaluated by product analysis on 02/28/2014 with the following findings: visual inspection of the pump found some cosmetic damages. On investigation, the pump powered up to a dim and discolored verify screen. No other defects were found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. Reportedly, the display was dim and faded for over a month. Patient reported that the issue was not resolved by battery change or contrast set to maximum setting. Patient denied that there was trauma or moisture exposure to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.